Event description:
It was reported a device component detached and became stuck inside of the patient. A v-14? Control wire? Was selected for a procedure. During this event, a device component detached and became stuck inside of the patient. No patient complications occurred.

Manufacturer narrative:
H11: device evaluation by manufacturer: unit returned with its original box batch 35400110 overall visual inspection did not identify failures or evidence that could be lost due to decontamination process. The device was inspected according to procedure. The guidewire was returned, and it was observed that the distal tip was bent and detached, moreover the polymer jacket was peeled. The guidewire was bent, detached and peeled.

Event description:
It was reported a device component detached and became stuck inside of the patient. A v-14? Control wire? Was selected for a procedure. During this event, a device component detached and became stuck inside of the patient. There were no patient complications as a result of this event.